Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, there is a possibility that the air/water nozzle was clogged with gauze, foreign material derived from peripheral devices, body fluids derived from the human body, or sticky substances from the chemicals used, due to improper reprocessing performed after the procedure. From the device evaluation results, it was confirmed that the air/water nozzle was clogged with foreign material, the grip unit was sticky, and the universal cord was dirty. The instruction manual states that water should be sent to the air/water channel during precleaning to clear the blockage and that the outer surface of the endoscope be cleaned with a sponge or gauze to prevent foreign material from remaining at the nozzle outlet. In the past similar cases, it was surmised that the cause was that the air/water nozzle was clogged with gauze, foreign material derived from peripheral devices, body fluid derived from the human body, or adhered substances of the chemicals used because the reprocessing after the previous procedure was inappropriate. The instruction manual states that the external surface of the entire insertion section including the bending section and the distal end, the air-feeding function, and the objective lens cleaning function should be inspected. In addition, the instruction manual states the use of the aw channel cleaning adapter and cleaning the external surfaces of the insertion section, to prevent clogging of the air/water nozzle. As a result, the user can properly detect the reported event and reduce / prevent their occurrence. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the information provided, olympus medical systems corp. (Omsc) determined that the poorly reprocessed device with foreign material stuck in the air/water nozzle may have been used in the procedure. This failure mode is a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. Due to the deformation of the light guide connector and suction connector cover, the watertightness was lost. The objective lens and light guide lens were chipped. The light guide lens was dirty. The distal end cap was dented. The adhesive of the bending section rubber was peeled off. The insertion tube was dented and scratched. The forceps channel port was scraped. The grip unit was sticky and scratched. The universal cord was dirty and scratched. There was a break in the video cable protector. The video cable was scratched. The video connector case was deformed. The endoscope connector was scratched. The angulation did not meet the standard value due to the wear of the angle wire. Due to the wear of the angle wire, the play of the angulation control knob was out of the standard value. A shadow appeared on the endoscopic image due to the damage of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the air/water nozzle was clogged with foreign material, and due to the air/water nozzle clogging, the air supply amount, water supply amount, water removal capacity, and water contact did not meet the standard values. There was no report of patient injury associated with the event.